Event description:
During a laparoscopic hysterectomy, the flare on the cutting forceps fell off into the patient. The flare was recovered with no patient injury. The procedure was completed with another like device.

Manufacturer narrative:
The complaint was confirmed. The detached flare was returned with the device. All of the parts are accounted for. The flare is severely distorted on the proximal end. It is cut lengthwise, but not completely through. Dried white residue is present on the outside of the flare. The jaws are very clean, and do not appear to be used. The jaw electrode insulation is cut due to retraction of the jaws into the shaft without a flare being in-place.